Event description:
It was reported to vyaire medical that the vela ventilator touch screen is working intermittently. Furthermore, there is no patient associated with the said event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Failed leak test and found base assembly cracked and replaced main board. Technician completed preventive maintenance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.